Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04405 and 2015691-2022-04406.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a valve-in-valve case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach, in to a 26mm sapien valve due to high grade symptomatic stenosis. During procedure, the balloon bursts just before complete deployment. The valve was successfully deployed. The annulus and leaflets were heavy calcified. During withdrawal of the system, balloon catheter could not be pulled completely into the sheath and tore off in 2 pieces. Since the inner copper wire was broken, the tore piece was pulled into the esheath and then removed in one piece. Per pre-deco evaluation, the esheath liner was delaminated. There was no patient injury and the patient is doing well.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve stenosis was unable to confirm due to unavailability of returned device, relevant imagery or medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information and unavailable of relevant imagery, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.